Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 105 though the history log, but could not reproduce it. Further investigation found the motor to be seizing, which is known to cause system error 105 alarms. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt injury.